Event description:
Pt. Had 5fu infusing via elastomeric infusion device, after 24 hrs very little had gone in. We had pt. Unhook to check for dripping through tubing and nothing was coming out. We had to send out a new 5fu elastomeric pump. We are unsure of which lot #'s since we had 3 different ones in our bin (lots # 992852 exp. 02/2012, 092375 exp. 02/2013, and ob2762 exp. 04/2013). The same pt. Also had one two weeks ago that the tubing was leaking up by the blue connection part way up tubing.